Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's rash was confirmed. The patient reported a rash under her back te pads. The rash was described as red, raised, and itchy. During a follow up the patient reported that the irritation was improving with a prescription. There is no alleged device malfunction.